Manufacturer narrative:
Additional reporter information: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump may have under infused. It was reported that the pump started with a volume of 238 ml to infuse over forty-six (46) hours and that "it came back with 50-70 ml remaining." No adverse effects were reported. Per reporter, no additional information is available.